Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. A visual inspection was conducted. Two screws show heavy scarring on screw head but are intact, two screws show heavy wear and have fractured where screw head meets the screw body. The DHR will not be reviewed as the lot number remains unknown. There are no indications of manufacturing defects. For this part (95-6105) and the previous one year (from the notification date) regarding the fracturing of this screw, there is a complaint rate of 0.1% which is no greater than the occurrence listed in the application fmea. The most likely underlying cause is the screws experienced excessive force beyond what they are designed to take. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report; b5 describe event or problem; d10 device availability; g4 date received by manufacturer; g7 type of report h2 follow up type; h3 device evaluated by manufacturer; h6 method code; h6 results code; h6 conclusions code; h10 additional narratives/data.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown skulpio plate, part# unk, lot# unk; this is not a zimmer biomet product. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source ¿ (B)(6).

Event description:
It was reported that two screws fractured during implantation of a custom cranial plate which resulted in a delay greater than thirty minutes. One screw fragment was removed and one broken screw could not be removed. No additional patient consequences were reported.